Event description:
It is alleged that during an arthroscopic procedure of the ankle, an "arthroscopic shaver left dozens of minute shards inside the ankle". The surgeon attempted to flush them out but was not sure if he removed all of them. It is reported that the surgeon "did not think this was going to cause a problem".

Manufacturer narrative:
Evaluation results: no product returned for investigation. A historical review of all returns for this device shows two (2) reports in 1999 & 2000. These two reports were concluded to have been caused by excessive lateral force by the user. Linvatec will continue to monitor all returns for this device. At this time, no definitive trends is identified.